Manufacturer narrative:
Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 7023568. Model/catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the incision site. The patient was prescribed with antibiotics.

Event description:
A report was received that the patient had an infection at the incision site. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional information was received that the location of the infection were both at the ipg and lead site. Symptoms of fever, pain and swelling were noted. The caused was unknown as it were part of the potential surgical complications and the physician was uncertain if the infection was device related.